Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of a break in aseptic technique (coded as peritoneal dialysis complication), nausea and bacterial peritonitis with (B)(6) in an approximately (B)(6) patient coincident with dianeal pd1 therapy (lot number not reported). This is one of 5 reports of bacterial peritonitis from the same facility. On (B)(6) 2008, the patient began treatment with dianeal pd1 (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2009, the patient was hospitalized due to clinical signs of acute peritonitis, manifested by nausea and caused by (B)(4). On (B)(6) 2009, the patient began treatment with cefuroxime (250mg x4, ip) for signs of bacteria peritonitis. On (B)(6) 2009, the patient completed taking cefuroxime. On (B)(6) 2009, the patient began treatment with ciprofloxacine (50mg x4, ip) for antibiogram. The root cause of the bacterial peritonitis was a break in aseptic technique. On (B)(6) 2010, the patient was discharged from the hospital and completed taking ciprofloxacine. On an unreported date, the patient recovered from the event of bacterial peritonitis. It was not reported if the patient received re-training regarding aseptic technique, therefore the outcome for the event of break in aseptic technique was not reported. An outcome for the event of nausea was not reported. Action taken with dianeal pd1 therapy was not reported. The patient had no concomitant medications to report. The physician assessed the severity of the event of bacterial peritonitis as severe. The physician believed that the event of bacterial peritonitis was not related to dianeal pd1 therapy. An opinion of causality was not reported for the events of break in aseptic technique and nausea.